Event description:
It was reported that the patient underwent a spinal surgical procedure to treat scoliosis. It was reported 2 years post-op that the patient had an infection. The patient underwent a revision surgery to remove the hardware and irrigation was performed. No new hardware was necessary due to bone fusion being complete. No additional patient complications were reported.

Manufacturer narrative:
The lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are part #g7640020, lot # 0117233w, 0124407w, 0128366w, 0128707w, 0128708w, 0129766w, 0135564w; part # g76444530, lot# h09l6879; part # g76444535, lot # h08j8456, h08j8457, h09c3141, h09d4933, h09j3883, h10e2010, w08a4409; part # g76445540, lot # h10e2160, h10h3835, h10l4244; part # g76446540, h10l3085; part # g811h405, lot # 0025736w; part # g811h421, lot # 0109320w; part # g828h083, lot # 0105657w, 0111870w. (B)(6). (B)(4).